Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 560-600 mg/dl and ketones determined to be life threatening by a health care professional. In addition, the customer reported being ¿extremely sick and blacking out¿. Reportedly, the customer gave a correction bolus via the pump to address bg. Suspected cause was due to the customer¿s settings requiring adjustments. The customer was treated with intravenous fluids of saline and insulin and was released the next morning with the issue resolved and no permanent damage. Customer updated their pump settings to address the event.